Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc performed troubleshooting with the customer. The customer replaced the clogged aspirate probe. The customer confirmed aspirate probe functions, resulting within specifications. The customer performed an empty and fill, and ran quality control (qc), resulting within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced aspirate probe tubing and aspirate probe pinch tubing. The cse performed a back flush on the aspirate tubing and confirmed the aspirate probe function, resulting within specifications. The customer performed qc, resulting within range. The cause of the discordant, falsely elevated alpha-fetoprotein, rubella g, human chorionic gonadotropin, intact parathyroid hormone and (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated alpha-fetoprotein, rubella g, human chorionic gonadotropin, intact parathyroid hormone and (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). For alpha-fetoprotein and rubella g, the same sample was repeated on the same instrument, resulting lower. For human chorionic gonadotropin and intact parathyroid hormone, the same sample was repeated on an alternate instrument, resulting lower. For (B)(6), the same sample was repeated on the same advia centaur xp instrument, resulting reactive. Post service, the customer repeated the same sample on the same instrument, resulting non-reactive. The customer reported out the last repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alpha-fetoprotein, rubella g, human chorionic gonadotropin, intact parathyroid hormone and (B)(6) results. (B)(6)